Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reporter via FDA medwatch letter (mw5083334) that during a procedure on (B)(6) 2018, "a guidewire was inserted into the scapula and in the process it broke off within the body of the scapula. Medial portion of the guide pin was encased in the cortical bone. Numerous attempts were made to retrieve the retained portion of the guidewire but ultimately the decision was made to leave it the bone." No part number was provided in the letter however the lot number provided matches in the arthrex system to part ar-9207s, pin set univers ii/eclipse. The above event description was entered by arthrex as received in the medwatch report. This event description may contain claims or language from the reporter/complainant regarding arthrex device performance. Such claims have not been evaluated by any arthrex product experts. Arthrex¿s inclusion of any claims should not be construed as arthrex expressing agreement with such claims. This complaint will be evaluated as all complaints are in accordance with arthrex complaint handling procedures. Additional information obtained 3/19/19: the sales rep has confirmed that the part number involved was ar-9207s.